Event description:
¿ Pump declared alarm 20. ¿ customer's bg at time of event - 140mg/dl ; between 54-500 mg/dl (3.0-27.7 mmol/l), no further bg questions required. ¿ notable events that led up to the alarm. - customer states this cartridge alarm has been occurring frequently ¿ did event occur during load or pumping? - load ¿ were the on-screen load instructions followed? - yes ¿ did alarm recur after a second cartridge was loaded? - yes ¿ resolution - cts to RMA pump and send goodwill cartridges. ¿ is the customer canadian? ¿ no ¿ is pump sn available? ¿ yes ¿ pump sn: 802104 ¿ is the pump within warranty? ¿ yes ¿ warranty expiration date: 3/17/2025 ¿ pump sw version: 7.4 ¿ is caller¿s warranty start date within the last 30 days? ¿ no ¿ is customer using the t:connect mobile app? ¿ yes ¿ what type of backup therapy will customer use to ensure that insulin delivery is not interrupted? - customer will continue to use current pump. ¿ cts confirmed shipping address. ¿ would the caller like a signature required for delivery? ¿ no ¿ does the caller know how to put the pump into storage mode? ¿ no, cts provided storage mode instructions and instructed caller to put pump into storage mode prior to returning it to tandem. Caller understood and acknowledged. ¿ cts advised caller that they will need to enter their personal profile settings into their replacement pump. Caller understood and acknowledged. ¿ cts instructed caller to return problematic pump to tandem via ups using return box and pre-paid label within 10 days. Caller understood and acknowledged. ¿ resolution ¿ cts sent replacement pump.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.